Event description:
Attorney reported: on (B) (6) 2005 - pt underwent surgery to repair an incisional hernia. A bard composix ex mesh hernia patch was used to repair the hernia. On (B) (6) 2007 - pt underwent additional surgery to remove the bard composix ex mesh hernia patch. As a result of using the bard copmosix ex mesh hernia patch, pt was caused to suffer, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.